Event description:
It was reported that following the implantation of the angio-seal device, the patient came back during the weekend complaining of pain in the groin. The patient underwent surgical exploration and the common femoral artery (cfa) was found infected. The angio-seal was explanted and a surgical vascular procedure was performed to repair the infected area. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to MFR, the cause for the infection is uncertain. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.